Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the buttons on the insulin pump were not functioning and its causing the device to go through screens without stopping. The customer's blood glucose was 300 mg/dl and currently its 100 mg/dl. Customer stated due to her blood glucose going high she went to the emergency room and was released the following day. The customer had disconnected from the device and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with unresponsive act and down arrow buttons due to corroded keypad traces. No display ramping on its own anomaly was noted. The pump was tested after cleaning the keypad traces. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart error and displacement tests. The pump was received with a cracked case at the display window corners and reservoir tube lip. The pump had a stained end cap sticker and minor scratches on the display window.